Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient¿s catheter was revised (see manufacturer report # 3004209178-2013-16353) the patient had a second ¿roller gram¿ done, a few months ago. The physician told the patient that the pump was not working. The patient has had pain since the last test on his lower back. The patient had an appointment scheduled to see a physician on (B)(6) 2013, but he could not wait that long as he was sweating, diaphoretic, could not concentrate and was in terrible pain. The sweating had occurred since implant. The patient needed to changed physicians due to his insurance. This device system delivered dilaudid and morphine. The patient further reported he experienced withdrawal, felt as though he was dying, as the pump was not working. The patient¿s second rotogram test was done two to three weeks ago. The patient did not know the results of the test but reported the pump was ¿not working right.¿ the patient was to be seen by a physician on (B)(6) 2013. It was further reported that the patient noted that the recent dye study the rotors were not turning. The pump logs were checked and noted a motor stall with recovery due to the patient having a magnetic resonance imaging scan (MRI) earlier on the date of this report but otherwise no other anomalies were noted. No alarms were present. Volumes had not been verified and no diagnostics studies had been further performed. The patient noted that there was a change in the therapy effect as he had not been getting adequate pain relief. The patient was to have some type of test as the pump remained implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11215r63, implanted: (B)(6) 2002, product type: catheter. Product ID: 8590-9, lot# n344993, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).